Manufacturer narrative:
The pump alarmed failed battery test after battery insertion due to corroded battery tube. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and the excessive no delivery test or test the operating currents, low battery alarm, off no power alarm and motor error alarm due to failed battery test alarms. The motor passed motor test. The pump had cracked case at display window corner (upper right corner), cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 352 mg/dl. Father states daughters' pump is having some issue. The customer was experiencing some symptoms such as keytones, nausea, and confusion. Father did contact their healthcare professional and treated with manual injections. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The alarm history was reviewed and noted motor error, no delivery, low battery and bad battery. The high pressure test was performed and interrupted by a motor error alarm. The motor error occurred more than once in the last 30 days. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.